Event description:
Confirmed rpi212. Discussed clearing alerts since this has been re-alerting for >1 year. Alert: atrial unipolar lead impedance warning on (B)(6) 2021. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).